Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective (B)(6)2024 compliant remediation. It was reported to intuvie that during routine preventive maintenance (pm), the free-flow clamp was damaged. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed, and the cause of this failure remains undetermined. Reference to complaint: (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm), the free-flow clamp was damaged. There was no patient involvement reported.